Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was explanted and replaced due to low impedance and high thresholds. It was also reported that the patient's right atrial (ra) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.